Event description:
Report received from abbott international affiliate (abbott-united kingdom) which states "leaking at connection to viggo 3-way tap. A similar incident had occurred previously, the butterfly was successfully changed, but no further details are available." Additional information received states "patient required IV access for a radioisotope investigation of patient's kidneys. The joint was taped to prevent leakage to allow procedure to continue as patient did not have good veins. Procedure was successfully completed with no harm to the patient." Although requested, no further information has become available.